Event description:
It was further reported that the physician advanced the floppy rotawire guide wire. The 1.25mm rotablator rotalink burr was utilized for 5 ablation passes, from 125,000 to 156,000 rpms for 9 to 25 seconds. The patient then complained of chest pain. The physician advanced a non-bsc balloon, and the patient experienced bradycardia. The 1.25mm burr was then re-advanced and utilized for 4 more runs from 145,000 to 157,000 rpms for 11 to 21 seconds. The patient complained of nausea. Non-bsc balloons were then used. The patient was defibrillated. The ion stent was placed. An intra-aortic balloon pump was inserted via the left groin. Cardiopulmonary resuscitation was performed.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-04044. It was reported that following a rotational atherectomy procedure, the patient expired. The patient was refused for CABG prior to the rotational atherectomy procedure due to having very small, very profusely calcified vessels and additionally had low pressures. Following successful ablation with the 1.25mm rotablator rotalink plus system, the patient's pressures began to drop and there was no flow to the left anterior descending artery (lad) or diagonal artery. An ion stent was deployed, however there was no flow beyond the stent and the pressures did not improve. A balloon pump was placed, the patient was intubated and epinephrine was given several times until the patient was no longer responsive and the pressures remained low. A decision was made to attempt a percutaneous bypass in the cath lab, but the patient expired during this procedure. Per the physician the cause of death was cardiogenic shock.